Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 25% stenosed, 15mm in length, eccentric, de novo target lesion was located in a non tortuous, mildly calcified and 3.50mm in diameter proximal right coronary artery (rca). A 6f jr 4.0 non bsc guide catheter was placed. After a non bsc guide wire crossed the lesion, a 3.50 x 16mm synergy¿ stent was advanced; however, difficulty was encountered. The guide catheter kept kicking out as the physician pushed the 3.50 x 16mm synergy¿ stent with force. Then the 6f jr 4.0 non bsc guide catheter was exchanged to a 6f al 1.5 non bsc guide catheter; however, the 3.50 x 16mm synergy¿ stent still could not be advanced to the rca. The device was removed and it was noted that the distal end of the stent was distorted with parts of the stent struts sticking out. The procedure was completed using another of the same device. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal portion of the crimped stent were damaged and stretched out over the distal markerband. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 25% stenosed, 15mm in length, eccentric, de novo target lesion was located in a non tortuous, mildly calcified and 3.50mm in diameter proximal right coronary artery (rca). A 6f jr 4.0 non bsc guide catheter was placed. After a non bsc guide wire crossed the lesion, a 3.50 x 16mm synergy stent was advanced however difficulty was encountered. The guide catheter kept kicking out as the physician pushed the 3.50 x 16mm synergy stent with force. Then the 6f jr 4.0 non bsc guide catheter was exchanged to a 6f al 1.5 non bsc guide catheter however the 3.50 x 16mm synergy stent still could not be advanced to the rca. The device was removed and it was noted that the distal end of the stent was distorted with parts of the stent struts sticking out. The procedure was completed using another of the same device. No patient complications were reported and the patient&#38112;status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4).